Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes and admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. This report is for one (1) band-aid brand tru stay sheer large adhesive pad 10ct USA 381370047681 381370047681usa 381370047681usa, lot number-n/a. UDI #: (B)(4). Upc: 381370047681. Lot number: ni. Exp date: na. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed. No conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. (B)(4). This is one of three medwatches being submitted as two devices were involved in this event. See medwatches 8041154-2022-00022 and 8041154-2022-00023. The same patient is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Consumer reported she used band-aid brand tru stay sheer large adhesive pads to cover a large wound that she had on her left arm. Consumer started using product on (B)(6) 2022 and alleged that on (B)(6) 2022 she broke out in a rash, developed blisters and had itching. The symptoms improved after the patient stopped using the product. Consumer consulted her doctor and was prescribed bactin for the treatment and was told to cover the wound with sterile bandage. The consumer is still experiencing the symptoms but they have improved. This is one of three medwatches being submitted as three devices were involved in this event. See medwatches 8041154-2022-00022 & 8041154-2022-00023. The same patient is represented in each medwatch.